Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found the review monitor frozen on a black loading screen while the flexvision monitor displayed only the philips logo. Upon troubleshooting, the fse identified a faulty pdu control module and the helpdesk confirmed via log review that the fan tray unit was defective. An additional review of system log files also indicated that the system was unable to start due to a failure of pdu fan tray and dcps. The fse replaced pdu control module along with pdu fan tray and dcps to resolve the issue. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.